Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately four weeks post-implant that the right ventricular (rv) lead was dislodged, had a rise in capture and high thresholds. The rv lead was reprogrammed, explanted and replaced. No patient complications have been reported as a result of this event.